Manufacturer narrative:
The reported failure condition (cartridge breakage) was confirmed upon evaluation of the returned cartridge component. The breakage occurred at the proximal end (base) of the cartridge, where it connects to the cement injection gun. A definite root cause could not be determined. The device was scrapped at the manufacturer.

Manufacturer narrative:
The device was discarded by the manufacturer.

Event description:
It was reported that during a procedure, the advanced cement mixing bowl cartridge broke. It was reported that the procedure was completed successfully utilizing back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure the advanced cement mixing bowl cartridge broke. It was reported that the procedure was completed successfully utilizing back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure the advanced cement mixing bowl cartridge broke. It was reported that the procedure was completed successfully utilizing back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.